Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to retract or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the customer's blood glucose level reached 449 mg/dl and that when the pod was removed, it was noticed that the needle never retracted back into the pod. The pod was worn for 3 days.